Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage. B5- bs the reporter indicated that a 13.2mm vticm5 13.2 of -7.00/3.0/083 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Lens was exchanged for a same model and size but different power due to refractive surprise. The exchange did not solve the problem. D6b. (B)(6) 2021. H6-impact code 4629; lens exchanged. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. See MFR# 2023826-2021-01504 (for exchange lens). Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.00/3.0/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise was observed, the lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.